Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to end user 03/10/26 and 03/19/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in delivery of high n20 during a case. There was no patient injury.